Event description:
It was reported a 4.0 mm cannulated hexagonal screwdriver broke during surgery on (B)(6) 2014; the tip of the screwdriver broke during implantation of a sacroiliac screw. The surgeon was unable to retrieve the fragment of the screwdriver and subsequently, the broken fragment was left in the patient. There was a forty-five minute surgical delay and no patient harm reported. The surgery was successfully completed. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: part number 314.050 was received with a broken tip. The distal hexagonal tip is broken off and was not returned. The balance of the screwdriver is shows signs of regular use and the shaft has various marks. The relevant drawing for the instrument was reviewed and is determined to be suitable for the design and related dimensional conformity. The returned device shows significant use during its three year lifespan. The brown handle has minor marks from routine use and the distal hex tip is broken off. The returned instrument is used to insert 7.3mm cannulated screws, and proper use and maintenance are addressed in technique guide. The returned device is multi use and is one of two methods for inserting 7.3mm cannulated screws. An inspection of the fracture site shows that the instrument was over torqued, leading to the break. But due to the fragment not being returned and insufficient additional information, the exact cause for the complaint cannot be determined. It appears that the complaint condition was caused by method of use and the instrument age, rather than the design of the instrument. Therefore the complaint condition is confirmed, but the design of the device did not contribute to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.